Event description:
Circuit melted.

Manufacturer narrative:
It was reported by the customer contact that, a respiratory therapist "found circuit near head of bed wrap around pillow. The circuit melted and collapsed on the heated wires creating an odor of melted plastic.". It was reported that due to this, the circuit was changed. No harm to the patient was reported. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.